Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Allegations reported by the user facility that they saw that the PICC allegedly looked pinched off in an x-ray and carefully removed the PICC.

Event description:
Allegation made to the bas sales rep, the facility reported that they allegedly saw that the PICC supposedly looked pinched off in an x-ray and it was stated that they carefully removed the PICC.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. The MFR has received the sample and will be evaluated results are expected soon.